Manufacturer narrative:
The complaint states procedure: tkr. Noticed large cracks on the red pieces of the measured sizer prior to use on patient. They had to continue to use the instrument for this case because they do not have other option. Instrument still worked ok. Patient outcome post surgery: normal. No delay in surgery. No adverse event to patient. Examination of the products confirmed that red part of the balanced sizer and the size locking knob of the mes sizing guide both had cracked. It should be noted that the material of the devices are from (B)(4) and have subsequently been changed to (B)(4). The complaint shall be closed with a justified conclusion, entered into the complaints databases and monitored through trend analysis. If the products are returned the complaint shall be reopened and investigated further. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI# (B)(4).

Event description:
Noticed large cracks on the red pieces of the measured sizer prior to use on patient. They had to continue to use the instrument for this case because they do not have other option. Instrument still worked ok.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.